Event description:
Pt is imminent need of 4 point restraints, large out of control female pt with failed attempt at security and 2 med administrations. One of the restraints was broken-lock didn't stay locked, needed another restraint immediately to be replaced.